Manufacturer narrative:
(B) (4).

Event description:
It was reported the device was replaced due to battery depletion. The catheter was replaced as it was plugged. No symptoms or outcome were reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.